Event description:
During a cholecystectomy procedure, a trainee surgeon placed the tip of the unit to the cystic duct by hooking manuveur. When the surgeon completely squeezed the handle, the acuclip jammed. Afterwards, the trigger would not release. The tip of the clip became stuck on the pt's cystic duct. A senior surgeon was present during the case and took over in an attempt to complete the case without consequence to the pt. The cystic duct was removed from the unit from above and below the jamming points. The cystic duct was closed by the senior surgeon and completed without incident.